Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after positioning the left ventricular lead, the stylet could not be removed from the lead; the lead started to fold on itself. The lead was not used and a new lead was implanted. The patient¿s condition was stable prior, during and post procedure.